Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported broken cable issue could not be confirmed nor replicated. The monopolar curved scissors (mcs) instrument was analyzed and the instrument could not be placed and driven on an in-house system. Visual inspection internal and external was performed, confirming no issue was detected with the grip and pitch cables. Additional unrelated observation not reported by site: the instrument was found to have a broken tube extension at the orange plastic section. A broken piece was not returned, measuring roughly 5.1mm x 2.7mm in size. Thermal damage was not observed. Additionally, the instrument was found with dislodged proximal clevis. The dislodged proximal clevis is attached to the main tube. No pieces were missing. The probable root cause for the broken cable issue cannot be determined based on the information provided and failure analysis results. Correction(s): b5. Describe event or problem.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.